Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide states: if you drop your pump or it has been hit against something hard, ensure that it is still working properly. The event date listed is reflective of the time zone of the country of the event.

Event description:
It was reported that after the pump was dropped, a malfunction alarm occurred. Blood glucose was not impacted. During troubleshooting, the malfunction alarm was cleared, and insulin delivery was resumed successfully.